Event description:
It was reported that the device was stuck closed. There is no other info available. The device will be returned for analysis.

Manufacturer narrative:
Clips. The analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired 9 clips conforming and one double feed. The device was disassembled to verify the condition of the internal components and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.